Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal end of the left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use; however, during procedure, the delivery shaft was fractured from the middle to distal end. The device was completely removed without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal end of the left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use; however, during procedure, the delivery shaft was fractured from the middle to distal end. The device was completely removed without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 year or older. Device evaluation by MFR.: returned product consisted of a quantum maverick mr balloon catheter in two pieces. The balloon was tightly folded. Analysis of the tip, balloon, markerband, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 45.4cm from the tip of the device. The fracture faces were ovalized, as if kinked prior to becoming separated. Inspection of the rest of the device found no other damage or defect.